Event description:
Caller reported blood glucose results 16 mmol/l on aviva system 1, 5.3 mmol/l on aviva system 2 within 10 minutes. No adverse event reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with (B)(6) is avivia system 1, medwatch with (B)(6) is aviva system 2.